Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the sample collection tubes are popping off from the device on unspecific number of times. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one photo of individual packaged label of the lot for investigation. The photo was evaluated, and the reported defect was not observed. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as molding defects on the rubber sleeves were found. Also, a silicone application amount on the luer adapters were measured on retained samples of 8 sets, and all were within specifications. Additionally, a sampling test was conducted on another retained samples of 8 sets by connecting each sample to bd single use holder and no tube push off or kick back was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the sample collection tubes are popping off from the device on unspecific number of times. There was no health impact or consequence reported.